Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed, atrial oversensing was occurring due to crosstalk. The patient was brought to the clinic on (B)(6) 2015 and the device was reprogrammed. The patient would continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.